Event description:
A report was received that the patient underwent a pocket revision procedure due to discomfort at the pocket site. The physician replaced the ipg per preference and extensions were used. Malfunction was not suspected. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.